Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : upon follow up it was reported that the cause of peritonitis was due to the patient using 2 bags of mitra solution (non baxter product) for peritoneal dialysis. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with meropenem injection (1.5 g, route, frequency and duration not reported) and heparin (1000u, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Based on new information received, the baxter disposable is no longer a suspect product in the reported event. Should additional relevant information become available, a supplemental report will be submitted.